Manufacturer narrative:
Sample has not been returned to MFR at time of this report. Investigation incomplete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the nebulizer does not completely all the water out of the bottle. The nebulizer bottle has to be changed too frequently. Used during treatment. No pt injury reported.